Manufacturer narrative:
The needle involved in this incident was used to separate blood from the pericardial sac. This needle is designed as an introducer needle and not labeled or tested for the above mentioned application.

Event description:
Complaint description: "during ICD implantation upgrade, needle from introducer sheath kit was used to aspirate fluid from pericardial space x 2 totaling 40ml. Third attempt resulted in breakage of the needle at the hub and was unable to be retrieved immediately. Pt was transferred to a different facility where the needle was removed."